Manufacturer narrative:
The instrument set was not returned for evaluation. However, pioneer surgical inspected a similar instrument case of the same design and the lid was difficult to unlatch. Rti surgical is continuing to request this instrument case back so that it can be evaluated. This is the first reported complaint such as this. The DHR for this instrument case was reviewed and it met pioneer surgical's manufacturing requirements. There was no serious injury to the surgical technician or the patient. The lid was able to removed and surgery was not delayed. Instrument case not returned.

Event description:
It has been reported to rti surgical that the when the surgical technician had tried to open the instrument steam sterilization case prior to surgery the lid has been so difficult to remove that the surgical technician ripped their glove and torn off some skin on their hand when trying to remove this lid.